Manufacturer narrative:
The elecsys troponin t hs stat reagent lot number was 869586. The expiration date was not provided. The calibration was acceptable. The qc recovery was low. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs stat assay on a cobas e 411 analyzer (disk system). Initial result: 17.05 pg/ml. The initial value was questioned as the patient's previous result was 89.0 pg/ml. 1st repeat result: 86.03 pg/ml. 2nd repeat result: 83.50 pg/ml. The 1st repeat result of 86.03 pg/ml was reported outside the laboratory.